Manufacturer narrative:
Device was evaluated by the manufacturer and the complaint was duplicated. The temperature rise was found to be due to a damaged spindle housing and motor cartridge, and due to rotor rub. They were replaced and the unit was returned to the customer.

Event description:
It was reported that the device overheated during a tooth extraction. The procedure was completed with a back up and there was no procedural delay. There were no adverse consequences reported.